Event description:
Caller reported that the pump battery was depleting too quickly, which led to the pump shutting down. Customer¿s blood glucose level was not impacted. The customer was informed that battery depletion is a common side effect of an error and that it usually resolves after resetting the pump. The customer understood and acknowledged this, confirming they were able to resume insulin delivery. They were advised to monitor the battery and call back if the issue persisted.